Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy pacemaker (crt-p) with a chronic right atrial (ra) lead, the set screw for the ra port on the device header was felt to not tighten all the way, resulting in high out of range pacing impedance measurements greater than 2,000 ohms. Multiple attempts to place the lead and tighten the set screw was attempted, with continued high out of range pacing impedance measurements. The ra lead was tested on a pacing system analyzer (psa) and pacing impedance measurements were observed to be 470 ohms. This device was attempted, but not implanted. Another device was successfully implanted and pacing impedance measurements were acceptable and within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.